Manufacturer narrative:
(B)(4). Eval summary: the stent delivery system (sds) was returned with blood on the balloon and in the guide wire lumen. There was contrast in the inflation lumen. The stent implant was dislodged from the sds. The protective sheath was returned, but the stent implant was not returned inside the protective sheath. There was a flare strut in the first row of the distal end of the stent implant. The entire length of the stent implant was slightly smashed. There was no other damage noted to the stent implant. The balloon was loosely folded with crimp marks between the markers. There was no damage noted to the sds. The inner diameter of the flared end of the protective sheath was measured using pin gauges and met mfg criteria. The outer diameter measurements of the stent implant could not be taken due to the stent implant being smashed. The stent was not noticed to be dislodged until the sds was advanced inside the pt. It should be noted that the inspections prior to use section of the rx vision instructions for use (IFU) states: prior to using this device, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Potential factors that can contribute to stent dislodgement outside the body prior to use include, but are not limited to, improper or inadequate crimping at the time of MFR, positive pressure during preparation of the sds, negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. In this case, it is possible that during preparation for use, negative pressure may have been applied to the system during protective sheath removal or force was applied when removing the sheath, such that the stent ultimately dislodged from the balloon; however, a conclusive cause cannot be determined. It was further noted that the entire stent was slightly smashed and therefore, measurements of the outer diameter of the stent implant could not be taken. The analysis was unable to confirm that the stent was damaged ("gnarled") at the proximal end, however, there was a strut in the first row at the distal end of the stent that was flared. In this case, it is possible that the user intended to report that the distal end of the stent was damaged and not the proximal end, though this cannot be verified. Although it is not known when this damage occurred, the stent may have become damaged and crushed during removal of the protective sheath or from handling as the device was packaged for shipment back to abbott vascular for analysis. Based on the info received for the reported event and the analysis of the returned product, a definitive cause for the reported stent dislodgement and damage noted cannot be determined. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met mfg criteria. All stent delivery systems are 100% visually inspected online for damage, stent placement/security and dimensionally inspected to verify the crimped stent outer diameters during the mfg process at abbott vascular. A sample of units is also subject to a stent movement test to verify stent security.

Event description:
Device issue: stent dislodgement. Time of device issue: during device preparation. Adverse event: none. It was reported that during a coronary procedure in an unspecified vessel, deployment of the rx vision stent system was initiated; however, the lesion still appeared to have a dog-bone appearance. The balloon was inflated again to appose the stent, but at this time it was observed that there was no stent at the lesion site. The stent was ultimately found in the protective sheath outside of the anatomy. Cath lab inspection of the stent revealed that the proximal end of the stent looked "gnarled". Reportedly, the device had been prepped correctly. Another unspecified stent was deployed successfully at the target lesion and there was no adverse pt effect. Though requested, no additional info was provided.